Event description:
Noise and failure to capture at max output were noted on this lead. The insertion site of the lead was very medial and the lead appeared crimped under the suture sleeve. Lead was capped. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.